Event description:
Event involved a pt with multiple diagnoses in the picu: supraventricular tachycardia, pulmonary artery anomaly, renal sclerosis, developmental abnormality, and asthma. While changing pt's diaper nurse noted blood on bedding. The triple lumen catheter white port,which is connected to the central venous pressure set up broke in half. Patient was bleeding into bed. Tubing disconnected and flushed immediately; nurse assessed patient immediately. Tubing saved and given to company rep.